Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history of this device shows that this device has been not in for service in the past 12 months. Confirmed - dso sensor is not working any more, cassette can¿t be detected. Caused by a damaged/no functional dso sensor. The dso sensor will be replaced. The device was submitted for functional and delivery tests. After repair activities are completed, the device shall be returned to the customer once passing results for functional/delivery tests are confirmed.

Event description:
It was reported that the cartridge sensor is defective. There was no reported patient involvement.